Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the cutter tip broke off inside port resulting in fragment entering the eye, fell into the vitreous cavity, successfully removed with forceps during vitrectomy surgery. The surgery completion details were unknown. There was no information about patient impact.